Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clear link system continu-flo solution set would not flow. During patient infusion of milrinone, ¿the IV tubing was not completely spiked into the bag; the set was loaded,¿ into the spectrum iq infusion pump, and ¿the pump showed it was running all day with no alarms even though there was not any drips in the drip chamber." Additionally, ¿the drip chamber had been compressed as if it had been suctioned shut, and would not expand back out once the set was unloaded¿. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.